Event description:
The customer contacted stryker to report that their device indicated "abnormal shock delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00771) indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2023-00771) should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Additional: the device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device indicated "abnormal shock delivered. This issue is patient related; however there was no adverse event reported.